Event description:
The event involved a primary plum set, 2 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y site, polyethylene lined light resistant tubing, secure lock, 213 cm, during the infusion of pegaspargase drug the medication was observed traveling upward and leaking in drops from one of the y connector ports that was closed with a luer lock cap. The issue was detected by the pediatric patient¿s head nurse, who experienced direct contact with the drug on her hand. Once the leak was identified, the infusion was immediately discontinued, and the patient was cleaned using a designated decontamination kit in accordance with safety procedures. The nurse washed her hands and went to the emergency department for evaluation. The patient¿s hand was monitored for 48 hours based on medical assessment, and no adverse effects or clinical consequences were identified. There was a patient involvement, but no adverse event or patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.